Event description:
It was reported the patient had a catheter disconnect from the pump along with withdrawal symptoms of increased spasms, chills on (B)(6) 2015. The severity of the event was reported as severe. An x-ray was performed the same day and it was determined the proximal catheter appeared disconnected or disrupted near the pump itself and the catheter was replaced. It was noted that the event was unlikely related to the implant procedure. The event was reported as resolved without sequelae on (B)(6) 2015. The pump was delivering lioresal. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4).